Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: part 00620005622; trilogy shell, 62154541 ; part unk, unknown zimmer screw, lot unk; 00630505636, trilogy longevity poly, 62069710. This report is number 2 of 2 MDR's filed for the same patient (reference 1822565 - 2015 - 02657).

Event description:
It was reported that the patient is experiencing pain, swelling, fluid around the implant and elevated metal ion levels. No revision has been reported to date.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the device is unknown. Device history record review identified no deviations or anomalies in the manufacturing process specific to this event. The reported device is used for treatment. The device was used in an approved and compatible combination. Review of complaint history identified no previous complaints for the part and lot combinations. The additional information provided did not alter the conclusion of previous completed investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.